Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient encountered an issue related to their ins during multiple MRI examinations. The patient underwent four shoulder MRI scans between (B)(6) 2025 and (B)(6) 2026. The MRI scans were spaced out over time, and the ins was switched off prior to each examination. However, the patient consistently experienced a warming sensation at the ins site during the examinations despite stimulation being turned off, and since the most recent scan, pain had developed. The patient complained of pain (a burning sensation) in their shoulder when they underwent their shoulder mris. The ins was interrogated by the physician, and no device malfunction was observed. The patient¿s current condition was unknown. The patient was scheduled for a follow-up evaluation with their physician in two weeks, and the surgeon advised the patient to stop using the ins until that time. The issue was not resolved.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the patient canceled their follow-up appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.